Manufacturer narrative:
The complaint investigation for falsely depressed sodium results included a search for similar complaints, and the review of the complaint text, trending data review, labeling review, and field service review. Return testing was not completed as returns were not available. A review of tracking and trending for the alinity c ict sample diluent did not identify any trends. The review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent was identified.

Event description:
The customer observed falsely decreased sodium results generated on an alinity c processing module. Results provided as follows (customer¿s reference range 130-145 mmol/l): (B)(4), (B)(6) 2022, initial result na, 107 mmol/l (initial result generated error); repeat result 140 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.